Event description:
On (B)(6) 2020, the patient was discharged from the hospital. On (B)(6) 2020, the patient was readmitted to the intensive care unit (ICU). And was treated with intravenous antibiotics. He remained in the ICU, due to suspected sepsis. But it was not known, if the sepsis was confirmed. On (B)(6) 2020, the patient died in the hospital after aspiration requiring resuscitation.

Manufacturer narrative:
Reference (B)(4). Additional information in b5, h1 and h6.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced stoma inflammation and bowel movements comes out of the stoma. The dressing was changed several times a day, a nasal gastric tube was placed for relief, and the patient received intravenous antibiotic with 3x2g fortum and 2x 500mg clont for at least 5 days. The laxative measures are taken. A CT abdomen was normal.